Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device could not boot-up; three screws fell off the link electronic module (lem) assembly, causing the device to not work properly. The screws were reinstalled, which allowed for the device to boot-up and perform its essential function. Analysis also noted that there were several overheating messages on the error logs; the micro processor unit (mpu) was replaced, hard drive re-imaged, and the software reloaded and updated. The device passed final functional and system tests.

Event description:
It was reported that the programmer could not boot-up; a different programmer was used. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.